Manufacturer narrative:
The customer indicated the kit was discarded and could not be returned for investigation. A review of the service order history for the instrument ((B)(4)) did not reveal any instrument-related issues at the time of the event. A review of the instrument manufacturing records has shown that the instrument passed all release requirements. A review of the manufacturing records for kit lot z702 has shown that the lot met all release criteria. A company field engineer inspected the instrument and found the instrument to be operating as expected. No repairs were needed. (B)(4).

Event description:
A customer reported system occlusion alarms occurred during a treatment on the therakos xts device. An attempt was made to clear the alarms which was unsuccessful. The customer examined the kit and discovered a fibrin or platelet clump in the plasma bag section of the kit. The treatment was aborted with an estimated 450 to 500 ml of blood not returned to the patient. Customer states the patient received a transfusion of one unit of blood on (B)(6) 2011. The patient was also administered potassium and magnesium electrolyte replacement as a result of the event. The customer indicated that this was the first extracorporeal photopheresis (ecp) treatment for the patient. Customer states patient's peripheral venous access was difficult, and so she would get a central venous line (cvl) for her next ecp treatment.